Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) eroded quite shortly after the implantation; therefore, the patient experienced recurring incontinence. The aus was removed and a new device was further re-implanted. There were no malfunctions of the device. The patient had a good outcome following the procedure.